Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification revealed a small crack on the ceramic portion of the active tip. There was saline residue present in the suction tube, indicating the device had been used. Historically, the damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ the generator was set to maximum power for ablation and coagulation modes and activated in saline. The electrode had displayed sparking occurring at the cracked ceramic section of the active tip, confirming the complaint. While a definitive root cause could not be determined, the crack in the ceramic is typically associated to the introduction of another instrument or accidently force applied to the device such as falling. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints from this lot of devices that were released to distribution. Due to an increasing trend of this failure, a supplier CAPA was initiated to investigate this issue further to determine root cause and to identify appropriate corrective actions. Corrective actions to be identified through the CAPA. The supplier CAPA is ongoing, the initial root cause is believed to be human error in the manufacturing process. Regularly scheduled training is planned to be implemented for the attachment of the tip to the device. At this time, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
During the first 5 minutes of a shoulder procedure, the vapr s90 handpiece suddenly burnt down, without any contact with metal devices (scope, instruments). Surgeon would like to send the device for evaluation. Case was completed with another vapr handpiece with a 5 minute delay. Additional information received via email from the affiliate on 1-4-17 after clarification with surgeon he said, that there was some flash, and device didn't work properly some moments worked, some not, also alarm sound was present. Photo in the attachment device was new.